Event description:
It was reported that (1) tlc55 was used during a total gastrectomy procedure. It was reported by the affiliate that the device locked out. Opened another device to complete the case. No adverse pt outcome.